Event description:
It was reported that both the monitors on the 7900 system stopped working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable pin connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.